Event description:
Plaintiff alleges suffering from a type 1 latex allergy after exposure to latex medical gloves. Alleges that as a result of allergy, plaintiff sustained numerous injuries including respiratory problems, anaphylactic reactions, and related mental and emotional distress.